Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a detached needle. An australian pharmacy (facility details not provided) reported incident involving olanzapine depot injection where a faulty needle was identified after administration. A patient came in for their regular monthly olanzapine 405 mg injection. The injection was prepared and given as usual. After the injection, the needle came off the syringe, leaving the needle in the patient. The needle was safely removed, and the patient was not harmed. The needle was disposed of by the pharmacy after use and was not retained.

Manufacturer narrative:
G1 - mfg contact office address 1, g1 - mfg contact office city, g1 - contact office region state, and g1 - contact office zip code: correction. H6. Codes: updated. One (1) photo provided for evaluation; one (1) photo provided, confirms the complaint of the needle becoming detached. No product was returned for evaluation. The reported complaint can be confirmed from the photo provided. However, the root cause was unable to be determined. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.